Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her sensor was giving incorrect readings. It was alarming calibration error and end of sensor. Customer stated that the sensor was not able to detect high or low blood glucose. Nothing further was reported.